Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material inside the auxiliary water supply tube was not established. The most probable cause of c cover burned, it is possible that a high energy treatment device was used (laser, radiofrequency) without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the auxiliary water supply tube and distal end cover was burned. There was no patient involvement.